Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. The foreign material may have been unremoved because the device was not reprocessed properly in accordance with instructions for use (IFU) due to leak from scope cover. However, a root cause could not be determined. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection" and the prevention method in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope exhibited residual liquid on distal end. There were no reports of patient involvement.